Manufacturer narrative:
The hamilton-s1 is not distributed in the united states; however, hamilton medical ag considers the hamilton-s1 similar to the hamilton-g5 (k193228) in that the two ventilators have basic design and performance characteristics related to device safety and effectiveness, have the same intended use and fuction, and have the same device classification and product code under 21 cfr 868.5895.according to our distributor`s service engineer the cuff pressure control board p.n. (B)(4). Is defective.

Event description:
Hamilton medical ag received the following description: this unit: alerts on tf8912.